Manufacturer narrative:
Additional information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed and tool damage was observed on the top cover of the device. These are believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock could not be obtained at any spacing. The condition of the electrode prevented an electrical test from being performed. The device passed some of the electrical tests performed. The device passed some of the mechanical tests performed. The residual gas analysis (rga) test was above the test limit. This device had moisture that exceeded the residual gas analysis (rga) test limit. Based on an assessment of the residual gas analysis (rga) data, it is determined that this device was non-hermetic. A corrective action was implemented. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section b.3, d.6b, d.9, h.6. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged; however, the issue did not resolve. Magnet strength was reviewed and seemed appropriate. Revision surgery is scheduled.